Event description:
Following coronary angiography, it was determined that stent placement would be performed due to significant residual stenosis. A stabilizer es wire was placed distally in the circumflex. A 4.0 x 30 balloon was used for predilation to 5 atm. Next a j&j 4.0-15 stent was placed and deployed at 9 atm. Angioplasty continued until no evidence of residual stenosis. Upon withdrawal of stabilizer es wire, the distal radiopaque tip lodged in distal arteriole and separated at the joint bond from the wire and was left distally in the distal arteriole of the circumflex marginal.